Event description:
Related manufacturer reference number: 3006705815-2024-00034. It was reported the patient¿s leads are protruding and causing discomfort. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.